Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to myopotential oversensing. The patient was asymptomatic. Programming changes were made in clinic. The patient was in a stable condition.